Manufacturer narrative:
The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue) and the haptics were slightly bent. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2017 due to refractive surprise and close to loss of best corrected visual acuity (bcva). The lens was exchanged for a vicm5_13.2, -6.50 diopter, and the problem was resolved. On (B)(6) 2017, the patient's post-op best corrected visual acuity (bcva) was 20/20.